Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 31-may-2024 h6. Investigation codes: updated investigation summary: two photos were received from customer for evaluation, it was observed a broken connector and tracheostomy tube detached. One sample was received in used condition from part number 67nfps35 without original package. The returned sample was inspected under normal conditions of illumination 16¿ to detect any defect. During the visual inspection, the following was detected: a broken connector and silicone detached with tracheostomy tube. The failure mode reported in the complaint was confirmed. A review of the manufacturing process for part number con-flx-050-4 (connector component over molded) and part number 67nfps35 (finished good), was conducted by quality engineer and manufacturing engineer on 13-may-2024 to verify that there are no conditions that could cause the event. Production personnel perform a 100% visual inspection to verify that there are no short shots, cuts, or splits in critical areas from connector. Quality personnel perform a sampling size using an aql 025/ii to verify that there are no short shots, cuts, or splits in critical areas from connector. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the shm facility. Customer complaint notification was conducted with the personnel as awareness of the failure mode reported by the customer. A device history record could not be completed as no lot number was received.

Event description:
It was reported that baby with trach and vent was agitated, flailing arms. The trach tube hub disconnected from the body of the trach tube. They believed that it is a swivel adapter. An emergency trach tube change was performed, and the outcome was resolved.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.